Manufacturer narrative:
There ws no sample returned for evaluation. The device history records for the components lots were reviewed. The associated lot was released based on the manufacturer's acceptance criteria. Processing abnormality was found during the review, but it was deemed unrelated to the complaint. The root cause is unk. (B)(4).

Event description:
A surgeon reported that his vision was obstructed during a vitrectomy procedure due to small bubbles being "pushed" into the eye when reinserting the cutter in the eye. The case was completed using the same probe. There was no harm to the pt.